Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was explanted due to noise. A cook extraction kit was used therefore the lead was destroyed. The ra lead is no longer in service. No additional adverse patient effects were reported.